Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that he is not feeling well at this time. Customer stated that the paramedics were called. Customer was vomiting. Customer also had complications that caused pneumonia. Customer had low blood glucose. Customer stated that the insulin pump setting were too low; the settings have been adjusted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.